Manufacturer narrative:
Batch review performed on 31 january 2022: lot 1909794: (B)(4) items manufactured and released on 09-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: batch review performed on 31 january 2022. Mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2100273: (B)(4) items manufactured and released on 05-may-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and instability due to a leg length discrepancy. The surgeon revised the stem and head 2 months after primary. The surgery was completed successfully.